Event description:
Allegedly revised for unknown reason.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the reporter. This report will be updated as additional information becomes available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned for evaluation. No catalog/lot number was provided. It is not known why the product was revised. The stem and neck used were made by a different manufacturer. Mismatch of surfaces can lead to motion within the joint. With the information provided, additional investigation is not possible.